Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. A longevity calculation was performed which determined that the ipg had reached its expected end-of-life. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-06013. The pt received an scs system including an ipg and percutaneous lead on (B)(6) 2008. It was reported that during a procedure to replace the pt's ipg due to battery depletion, an infection was discovered at the ipg pocket. As such, her entire scs system was explanted. Antibiotics were administered to the pt, and she was referred to a wound care specialist for further treatment. A culture to determine the infection type was reportedly not performed. No further info is available.